Event description:
On 1/3/2023, the following additional information was reported by fsa: fsa reports explant surgery was performed on (B)(6) 2023. Amount of device migration is unknown. Device was discarded.

Event description:
On (B)(6) 2022, patient underwent treatment of aortic abdominal aneurysm utilizing gore® excluder® conformable aaa endoprosthesis. On 12/5/2023, fsa received a call from the physician informing patient's conformable excluder has a type 1a endoleak and has migrated below the renals (distance unknown). At the time of the implant, the neck was 15mm and conical (20mm-25mm). Dr. Maxwell will discuss doing an open repair with the patient this week. Patient scans reveal the aneurysm has grown about 5mm. No images are available. Open repair surgery, in which device will be explanted, is scheduled for (B)(6) 2023. Physician attributes this endoleak/migration due to patient anatomy, neck dilation, and possibly the car accident.

Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code b20-device remains implanted. H6 code f12-used to capture explant surgery that is scheduled, but still pending to be performed. It should be noted that, per the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, endoleak and component migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.